Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, before a wedge resection, right after unpack the product, it was found that res was burst. No patient injury occured. No medical intervention was required. No re-intubation/re-cannulation was necessary. Surgery time was not extended by 30 min or more. Physician discovered the problem prior to use. The patient is stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. There were no visual or functional abnormalities noted during pmv testing. Dried bodily fluids was observed on the sleeve. The dilator was inserted into the trocar, and the trocar was inserted into the radially expandable sleeve with no binding or difficulty. In addition, the instrument passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.